Event description:
Complainant alleged that while attempting to monitora patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device experienced intermittent ECG monitoring failures and rapid cable ID changes suggesting intermittent connection with the multifunction cable was a factor. The device passed bench handling, power cycling, and ECG monitoring stress testing withouit duplicating the report. Evidence suggests the multifunction cable (mfc) may have not been fully engaged or may be compromised. The mfc receptacle was replaced as a precaution. The customer was sent a replacement mfc cable. The device was recertified and returned to the customer. No trend is associated with reports of this type.